Event description:
It was reported that "the patient has been carrying a midline catheter since (B)(6) 2025. On (B)(6) 2025, a call was received from the nursing assistant staff. Upon evaluating the device, it was confirmed that the catheter was properly stabilized with a transparent dressing and showed no displacement. However, leakage was observed at the insertion site during irrigation of the white lumen, and there was no blood return through the catheter. "Pdp." Reported that the guidewire was bent and presented resistance when attempting to advance it; another identical unit was used." There was no patient harm or injury. The patient's current condition is reported as "fine". Associate MDR numbers include: 9680794-2025-01006.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one video for analysis. The video shows a leaking catheter. The guidewire is not pictured in the video; therefore, the complaint of kinked guide wire was not confirmed by the video. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause catheter component damage or breakage. If placement damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the patient has been carrying a midline catheter since (B)(6) 2025. On (B)(6) 2025, a call was received from the nursing assistant staff. Upon evaluating the device, it was confirmed that the catheter was properly stabilized with a transparent dressing and showed no displacement. However, leakage was observed at the insertion site during irrigation of the white lumen, and there was no blood return through the catheter. "Pdp." Reported that the guidewire was bent and presented resistance when attempting to advance it; another identical unit was used." There was no patient harm or injury. The patient's current condition is reported as "fine". Associate MDR numbers include: 9680794-2025-01006 and 9680794-2025-01043.

Manufacturer narrative:
(B)(4).